Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were performing functional check of the arctic sun device and found this one not cooling. A check of diagnostics showed a failed mixing pump, chiller temperature (t4) was 4c, mixing pump command (mpc) was 100 percentage, outlet control temperature (t2) was 23c. Discussed taking this out of service and sending to biomed. Per wo changes on 16aug2024, biomed requesting parts quote for mixing pump.

Event description:
It was reported that they were performing functional check of the arctic sun device and found this one not cooling. A check of diagnostics showed a failed mixing pump, chiller temperature (t4) was 4c, mixing pump command (mpc) was 100 percentage, outlet control temperature (t2) was 23c. Discussed taking this out of service and sending to biomed. Per wo changes on 16aug2024, biomed requesting parts quote for mixing pump. Per follow up information received via phone on 14nov2024, it was reported that spoke with biomed who confirmed a mixing pump was received and replaced onsite. No further repairs. Device completed a calibration and returned to service. No patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. Dfmea ra2800010, revision 23 was reviewed for this investigation. The reported event is addressed in step/item #(B)(4). The fmea attempts to predict the worst-case severity. The severity/effects of this complaint were addressed within the fmea. Potential root causes were identified and reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.